Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular lead has been showing high pacing thresholds. There was also a rise in pacing impedances within normal limits. The right ventricular automatice threshold test has been in suspension due to intrinsic beats according to the device. Also, the field representative mentioned that sensing had dropped to suboptimal value awhile back. An x ray test was recommended to determine the state of the lead. A lead revision has been completed at this time and remains in service. No additional adverse patient effects were reported.